Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00394.

Event description:
It was reported that, "pt had pain. Pathology report revealed elevated chromium and titanium levels. Surgeon revised head and liner. It was discovered that the inside of the head contained what appeared to be metal filings. The 32mm x 3 liner appeared to be oxidized. Surgeon replaced liner and head."